Event description:
The patient reported that the pump dispensed insulin during the load cartridge step. The patient reportedly tried three different cartridges but the pump did not load the cartridge properly.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed a dislodged display screen and fully dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing; during testing the load cartridge step did not detect the cartridge and pushed fluid out of the pump. Unrelated to the complaint, the display screen was found to be dim with a reddish tint and the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Recall 2531779-03/24/2010-003-r.